Event description:
Consumer reported continuously testing positive with quickvue otc after a known sars infection in fall of 2022. The consumer communicated the results were confirmed negative by molecular (pcr testing) and other rapid antigen testing. The consumer estimated approximately 20 false positive results and each event is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media, phone and maude report mw5114212.